Event description:
A trained user of the pico50 sampler got stung on a used needle as he did not use the safe tip cap correctly (he used the safe tip cap as a needle cap). The incident was reported to the hospital's risk management office and the hospital standard procedure for needle sticks was followed. No further treatment was indicated. No patients were involved in the incident.

Manufacturer narrative:
No investigation of the device in question was performed as the device was thrown out after the incident.